Manufacturer narrative:
This report is being supplemented to provide additional information based customer response and updates. Further communication with the customer conveyed the following information: this is the second of two (2) cracked lids for this facility within a 2-week period. The second incident with the cracked lid occurred during the wash cycle. The oer-pro was used with the cracked lid. They started as hairline cracks and preceded to deepen as time went on, but no soap or water ever broke through. No failed washes were ever identified. There was no leakage with the cracks. The lid was repaired in case of continuously deepening. There were no patient infections associated with the cracked lid. Reprocessing was not compromised as shown through receipts of successful washes. The oer-pro is inspected prior to use. The crack was not noticed the morning of (B)(6) but was noticed in the afternoon during reprocessing. No sensors went off. The last pm (preventive maintenance) for the oer-pro was (B)(6) 2020. There have not been any problems noted with it. After the lid was replaced, the technicians were observed reprocess the scopes to see if there was any misuse on their part that could have caused the cracks. After observing several washes, she noticed that nothing was being done on their part and that there was no association between misuse and the location of the cracks. No other details provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the event was not due to user¿s misuse. However, the user can detect the event by inspecting equipment in accordance with the IFU (instruction for use) and a reminder to the user not to apply strong impact on the lid that could cause damage. As stated on the IFU the user manual states: chapter 3 inspection before use¿3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The field service engineer (fse) performed a site visit. The reported device was checked and the broken plastic top lid was replaced. In addition, customer was informed to make sure the basket and the washing case are installed in the tub correctly. Additionally, the customer was offered an in-service with new staff in the facility. Safety check was performed, device was tested and passed all specifications. This report will be supplemented accordingly following investigations.

Event description:
Lid is cracked for the second time in the same area was reported. There was no patient involvement, no user injury reported due to the event. This report is related to report patient identifier (B)(6).